Event description:
A left atrial appendage occlusion procedure was performed with a 12f amplatzer torqvue 45x45 delivery system and a 22mm amplatzer cardiac plug 2 (acp2) with no complications. About 24 hours later the patient developed tamponade. The patient is reported to be stable. The acp2 remains implanted.

Manufacturer narrative:
St. Jude medical could not evaluate the 12f tv45x45 involved in this incident since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including assembly of the dilator into sheath to ensure smooth operation. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Based on the information received, the cause for the reported event could not be conclusively determined.